Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had moved and was now pushing up against their spine. The patient mentioned that they hadn¿t done anything about it, due to having several cancer treatments, but was now wanting to have the device taken out. In addition, it was noted that the patient also was experiencing pain. It was unknown when the issues started. No further complications were reported or anticipated. Indication for use is unknown.